Event description:
It was reported that the pt experienced a pump pocket infection. The pt had received perioperative antibiotics. The primary site of the infection was the device pocket; the pump pocket was "boggy" and the tissue appeared to be infected. The pt did not have meningitis. The pt was treated with intravenous antibiotics via a hickman porta cath. The pump and entire catheter were removed. The physician questioned if there had been post-op wound or skin contamination. The pt outcome was unk. The device system was used to deliver lioresal.